Event description:
A 14f teleflex manta vascular closure device was placed and it was noticed immediately that the footplate failed to deploy. The device was removed, footplate still intact and a new 14f manta was placed. At that point, the previously dopplerable dorsalis pedis pulse was no longer dopplerable. Aortogram showed that the external iliac or proximal common femoral artery on the right side was completely occluded with minimal flow beyond. The radiopaque footplate is in position at the lower margin of the femoral head, however, at the upper margin of the femoral head there is no flow beyond that. Patient was then brought to or for an immediate arteriotomy in the common femoral. A suture was identified along with a collagen plug and footplate within the vessel.